Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module vision acquisition (pmva) due to error 307 but could not reproduce the reported complaint. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. Isi has not received the pmva for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 307 points to node not present but cannot be confirmed until the product has been returned and investigated by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that multiple error 307 occurred on the vision side cart (vsc). The user indicated that rebooting the system did not resolve the issue, even when the (vsc) was in standalone mode. The errors were confirmed on artemis, showing error 307 on the patient side cart (psc). Due to these persistent errors, the procedure was aborted pending system repair. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The personality module vision acquisition (pmva) was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, error 307 was found indicating the fault confirming it occurred in the field. A visual inspection found no related reported issue. The pmva was installed onto a golden system where the module functioned as expected. It failed error 307 intermittently. After calibration of the touchscreen, the video test passed successfully. Then the system was set to run 10-minute sine cycle, 10 power cycles and sit idle for two days. Once the testing was completed, a review of system error logs found no errors. Failure analysis was able to conclude that the pmva lost calibration to be the root cause of the reported event.